Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "no tip on fiber" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that during a bph surgical procedure "fiber damaged; broken before using." Originally reported: "end firing". The fiber was exchanged and the second fiber exhibited "fiber burnt at tip" at 41,840 joules of use and 8:18 minutes. Originally reported: "end firing". The fiber tip (cap) of second fiber was not cleaned during the procedure. The case was completed with third fiber. Originally reported: "the case was completed with fourth fiber".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, three moxy fibers did not have tips, so these were end firing. The surgery was completed by utilizing a fourth fiber. Patient outcome: "no injury to the patient" reported. This report is for third fiber.